Manufacturer narrative:
(B)(4).

Event description:
Customer reported the guidewire was kinking and there was resistance between the dilator and the guidewire. No patient harm was reported. A new kit was used to finish the procedure. The patient's condition is reported as fine.

Event description:
Customer reported the guidewire was kinking and there was resistance between the dilator and the guidewire. No patient harm was reported. A new kit was used to finish the procedure. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned various components from a psi kit including a spring wire guide (swg), dilator, and sheath for evaluation. Visual inspection of the swg revealed there were two slight bends in the wire body. The dilator had a deformed tip. The tip was warped and folded outward. The j-bend of the swg was intact. Microscopic examination confirmed the damaged dilator tip and that both welds on the swg were present and fully spherical. The bends in the guide wire were located at 50 mm and 140 mm from the proximal weld. The total length of the swg measured 456 mm, which is within specifications of 450-458 mm per swg graphic. The guide wire outer diameter measured 0.856 mm, which is within specifications of 0.838-0.877 mm per swg graphic. The length of the dilator body measured 8.25", which is within specifications of 8.03125-8.28125" per dilator graphic. The outer diameter of the dilator body measured 0.11850", which is within specifications of 0.117-0.120" per dilator graphic. The inner diameter of the dilator body measured 0.052", which is within specifications of 0.048-0.058" per dilator graphic. The inner diameter of the dilator tip was not able to be accurately measured accurately due to the deformation of the tip. The swg and dilator were functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "thread tapered tip of dilator/access device assembly over spring-wire guide." The undamaged portion of the guide wire was able to pass through the dilator with minimal resistance. A manual a tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire, dilator or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The complaint of a swg kinked was confirmed by a complaint investigation of the returned sample. The swg contained two bends in its body and the dilator tip was found to be damaged. The swg and dilator were still able to pass all relevant dimensional and functional testing. A device history record review was performed, and no relevant findings were identified. Based on the customer description that the damage occurred during use, and the sample returned, unintentional use error likely caused or contributed to this issue. Teleflex will continue to monitor and trend on complaints of this nature.